Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd phaseal¿ protector p50j experienced foreign matter contamination. The following information was provided by the initial reporter: after attaching protector (B)(4) to a vial of doxorubicin, the hcp found black fm in the expansion chamber. The hcp did not use the affected protector.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2/5/2021. H.6. Investigation: one protector was provided to our quality team for investigation. The product was visually inspected and a foreign particle was observed inside the expansion bladder. A device history review was performed for lot: 2003149, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Characterization testing was performed and found the particle consisted of nylon and glass fiber. Three retained samples were used for additional evaluation. The product was visually inspected, no particles or other foreign matter was observed. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Machines undergo routine maintenance and clearly defined cleaning processed according to procedure. While we could not ident a direct issue, it was determined the particle likely generated from the covering of the plate that seals the film onto the expansion bladder.

Event description:
It was reported that the bd phaseal¿ protector p50j experienced foreign matter contamination. The following information was provided by the initial reporter: after attaching protector 515111 to a vial of doxorubicin, the hcp found black fm in the expansion chamber. The hcp did not use the affected protector.